Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "the safety mechanism has been broken easily, which leads to opportunity of sharp accidents."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for defective locking mechanism with the incident lot was not observed. The video shows an eclipse device where the safety shield is being held on both sides and pushed away from the cannula. The video does not show the proper way of activating the safety shield as the instructions for use advise ¿engage pink safety shield with thumb on thumb pad." Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "the safety mechanism has been broken easily, which leads to opportunity of sharp accidents."